Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
Per maude event report form, #mw5057673, during a laparoscopic total hysterectomy bilateral salpingo-oophorectomy procedure; the tip of the device broke. There were no foreign bodies retained. There were no patient consequences reported.